Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder jaws broke inside the pt. The surgeon retrieved the piece from the original incision. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on feb 18, 2010, for investigation. A visual inspection revealed that a piece of the cold jaw metal and silicon were detached. The hot jaw showed no usage. The complaint for "jaw detached" is confirmed. The exact root cause of the reported failure mode has not been determined. There were no non-conformities that could have contributed to this failure mode. We will continue to track and trend. A supplemental report will be submitted if additional info is obtained. (B) (4).